Event description:
Caller reported a malfunction on the pump, which displayed malfunction code 3 and could not be reset. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup therapy while cts arranged for a pump replacement, including updated software and provided instructions for returning the faulty pump.